Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a damaged navigation device. It was reported outside of a procedure that the articulating arm was no longer locking down as tightly. It was noted that there was still play when locked. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the site was not going to replace the articulating arm at this time.